Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used in the colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2014. According to the complainant, after the procedure, while pulling the device out of the scope the catheter broke into two pieces approximately 4 inches from the handle. The wire inside the plastic sheath was exposed and was pulled out from the scope together with the remainder of the snare. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event: flare detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.